Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the pictures identified a ceramic head, taper adaptor and dual mobility liner. The parts were returned assembled. There is what appears to be metal transfer to the ceramic head and damage to the taper adaptor, likely caused during the revision surgery when removing from the stem taper. Nothing can be gained from the photo regarding the reported event of leg length discrepancy. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for these items. Radiographs were provided assessed images for left hip. Images were not submitted to a radiologist as they do not provide full bilateral leg length images to fully assess the discrepancy. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: cer option type 1 tpr sleve -3; item# 650-1065; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately nine years and six months post implantation, the patient was revised for leg length discrepancy. It was indicated that the patient required longer head length. Attempts have been made and no further information has been provided.